Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and it is unknown whether a trend arrow was noted on the device. The customer did not experience any symptoms and insulin (dose/type unknown) was provided for treatment by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.